Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The meter was requested for investigation. The product has not been received at this time. The investigation is ongoing.

Event description:
There was a complaint about an accu-chek inform ii meter's display. The customer states there is a white substance on the screen and they cannot clearly read the results field. There has been no misinterpretation of results.